Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the event was not known. An impedance check was performed at the patient's appointment on (B)(6) 2021 and there were no contacts out of range. The clinician programmer was checked for warnings however none were observed.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that is was taking the patient longer to recharge and they only had 3-4 coupling bars. No pocket issue was reported. It was also reported that the patient normally recharged every 2-3 months, but they were now recharging every 2-3 weeks. The ins had rapid charge depletion. The patient usage was the same and there had not been a group change. The patient was sensitive to stimulation, so they kept stimulation low. The caller was not with the patient at the time of the call, so the caller was redirected to meet with the patient to check impedances. No symptoms were reported.